Event description:
The customer reported intermittent 'control panel errors'. This error resulted in an intermittent system lock up. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system power voltage was evaluated. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.